Manufacturer narrative:
"Several times over the last few years". The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to a sales representative (sr) during a conversation with a physician that the suture thread on the flexima drainage catheter has had a history of sometimes breaking and has sometimes proved difficult to retrieve. The physician reported that "the locking pigtail is sometimes difficult to retrieve. It is sometimes left behind and has to be carefully removed with a 4 french dilator or a pair of tweezers type tool." The physician could not give more specifics or instances but stated that it has happened several times over the last few years.